Event description:
Medtronic received information regarding a screws. It was reported that the four months after the operation for cerebral hemorrhage, the patient came to our hospital for cranioplasty. The surgery was performed on (B)(6) 2022. Ten screws were needed to fix the skull during the operation, but during the operation, it was found that three screws had soft heads and could not be embedded in the skill, which would could lead to instability of the skull. The screws were replaced and the issue was resolved. The injury was mainly caused by a cerebral hemorrhage problems with titanium screw was discovered during implantation in patient's skull. Soft referred to the tip of the titanium screw that did not drill well into the skull and was embedded in the skull.

Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.